Event description:
The product complaint report shows the customer alleged the audio alarm volume to be intermittently low. The customer reported no pt harm or injury. It is not verified that the audio alarm volume is intermittently low, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.